Manufacturer narrative:
On 7/11/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Device evaluation summary: during evaluation of the device it appeared intact. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No further investigation will be conducted on this complaint due was not confirmed. Complaint information will be included in complaint trending that is reviewed and monitor by monitored by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a breast augmentation with mentor smooth round moderate plus profile and experienced a deflation on the right side post operatively, which was confirmed by a physician. As a result, the patient underwent removal and replacement with mentor smooth round moderate plus profile 350cc, catalog # 3502350, serial # (B)(4) on (B)(6) 2019.